Event description:
The customer reported when the unit was powered on, the monitor screen was black and displayed a pressure sensors failure message. During testing, the manufacturers service engineer reported a 35volt supply failure, which may result in a shutdown of the device during normal ventilation operation. The service engineer replaced the motor controller pcb board to address the finding, and reported the device returned to full functionality.